Event description:
Information was received that a smiths medical pneupac parapac plus ventilator peep was not holding at high pressure setting and the high pressure alarm is not functioning (audio or visual). No adverse effects were reported.

Manufacturer narrative:
One pneupac ventilator was returned for analysis. It was noted that the peep control knob, the CPAP, and the air mix end caps were all missing upon visual inspection of the unit. The peep pressure on the manometer was able to mirror the pressure delivered to the test lung via the calibrated gauge. However, the unit was unable to get the high-pressure led to light when forcing an occlusion. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Manufacturer narrative:
Additional information received from the customer that the ventilator did not fail while in use with a patient but did in fact during annual preventative maintenance.